Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix extended and retracted smoothly and within specification. It was not bent or caught on the sleeve head at the time of analysis.

Event description:
It was reported that the helix would not extend during the implanting procedure. The helix appeared to be slightly off axis and was catching on the distal housing. The attempted lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.